Event description:
The report received from our affiliate indicated that there was a shaft separation during a liver embolization procedure. The catheter was normal in appearance as it came from the packaging. It was reported that product was prepped and used according to the instruction for use. There is no info regarding the target vessel other than the vascularature was tortuous. There was difficulty acquiring the access site initially. The shaft was seen during fluroscopy when it was separated in two sections. All shaft sections were removed from pt without incident. After removal of the separated shaft pieces procedure was completed successfully. No indication of pt injury was reported. There are no films available. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.